Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low and high blood glucose levels. She treated her low blood glucose with apple juice. She experienced blood glucose levels over 300 mg/dl. However, she also experienced blood glucose levels over 400 mg/dl. The customer declined speaking to the helpline. The device was not returned.